Event description:
A device was returned to a third-party service center. There was no patient harm or injury. During the evaluation of the device at third-party service center it was found that the power connector of the unit was corroded and the unit could not power on. Corrosion on metallic surfaces and the unit was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Manufacturer narrative:
A device was returned to a third-party service center. There was no patient harm or injury. During the evaluation of the device at third-party service center it was found that the power connector of the unit was corroded and the unit could not power on. Corrosion on metallic surfaces and the unit was scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.